Manufacturer narrative:
Eval results, conclusions: reverse funnel shaped aortic neck and hour glass shaped aneurysm; arterial trauma/dissection/ lost wire access. Reverse funnel shaped aortic neck and hour glass shaped. Lost wire access.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was hour glass shaped with its proximal section measuring 40 mm in diameter and the distal section 84 mm. The aortic neck measured 25 mm directly below the renal arteries and expanded to 30 mm just proximal to the proximal portion of the hour glass shaped aneurysm. It was reported that the contralateral gate was cannulated with a guidewire; however, during the procedure the wire access was lost after which it was difficult to recannulate the gate. It was also reported that the iliac artery was dissected and it is unknown what caused the dissection. The physician decided to convert the device to an aorto-uni-iliac system by placing 2 aortic cuffs in the flow divider and a fem-fem bypass was performed. No additional clinical sequelae were provided and there was no patient injury.